Event description:
It was reported that the patient underwent surgical intervention wherein the ipg was explanted for an unknown reason.

Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient, and device information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.